Event description:
On 11/22/92 resident was placed in the "merry walker" chair and was using the chair in the facility common area; during this use the front wheel of the device caught on the foot pedal of another wheelchair, causing the resident in the "merry walker" to fall foward to the floor. It appears that the construction of this equipment lends itself to be prone to other similar incidents, and was therefore taken out of use after this incident.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: design - human factors. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.